Event description:
It has been reported that device did not pass internal diagnostic check.

Manufacturer narrative:
(B)(4). Device evaluation pending. Issue is being reported as user could not clear alert message. (B)(4).